Event description:
Sterile field opened and st [surgical tech] identified when counting that there were 4 lap pads instead of 5. The lap pads came in the general laparoscopy kit lot #613331. Mfg date: 8/20/2025. This ongoing quality control issue poses a significant risk to patients (risk for retention of materials when the count is not as expected). Manufacturer response for general or laparoscopy kit, (brand not provided) (per site reporter).